Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image on the system was flipping upside-down. Site installed a new camera and the image was still flipped. Customer performed a power cycle on the system and this resolved the issue. The procedure was completing as planned with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: contact person stated that they did not track the endoscopes because the issue was resolved after the power cycle. No damage was observed to the endoscope or the robotic arm or plug/console. Contact person was unable to confirm if the endoscope was manually rotated 180 degrees, but the surgeon inserted and removed the endoscope numerous times in the correct way and it would invert the image again. There was no damage noted on the endoscope¿s adapter/base.